Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, a syringe needle and cartridge change were performed to address the issue. Customer's blood glucose level was 186 mg/dl.